Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation of the lens into the eye, the optic was observed to be scratched. The iol was explanted and exchanged during the original surgery session. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped/damaged on closure of cartridge, sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing and cracked optic surface post injection due to dehydration of lens as possible causes of "lens optic damage" and "physical damage to lens". Our review of production records for the rayone toric rao610t batch 122204602 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 122204602. There is insufficient evidence and information available to determine the cause of the scratch on the lens.

Event description:
On 16th august 2024, rayner received notification from its distributor in argentina of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation of the lens into the eye, the optic was observed to be scratched necessitating explantation of the iol.